Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a breast reconstruction procedure in (B)(6) 2018 and suture was used. The patient has been experiencing wound dehiscence, bleeding, and discharge and the patient is changing wound dressing on daily basis. The patient reported they experienced an infection post-op. The patient reported consulting with the doctor and patient also added that during a visit to a doctor¿s office, the nurse pulled out pieces of sutures which did not break down. The patient reported they are going to see a doctor to possibly schedule another procedure. No additional information was provided.